Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any improperly secured screws or washers of the battery?" There was no reported patient impact.